Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
"Removing the obturator revealed unfortunately one of the struts was trapped by a suture." Additional manufacturer narrative: based on the operative report received from the health-care provider on (B)(4) 2012, the reason for explant at implant was due to a strut to be trapped by a suture. Per the operative report, while seating the subject valve, the 27mm edwards bioprosthesis was brought to the field. Sutures were passed through sewing ring. The valve was secured seated. Sutures were secured with ti-knot. Removing the obturator revealed unfortunately one of the struts was trapped by a suture. Attempts to free this were unsuccessful. The suture was removed and was felt that this represented and area of perivalvular leaks, which could not be readily controlled, as it was adjacent to the aortic root. Given this situation, all the other sutures were then removed . The valve was removed from the field. Sutures were then placed with interrupted pledgeted sutures. A 27mm edwards valve was again back to the field. Sutures were passed through the sewing ring. The valve was securely seated. Sutures were secured with ti-knot. After adequate warming and de-airing, the patient was then weaned from cardiopulmonary bypass. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.